Manufacturer narrative:
(B)(4). Initial reporter¿s phone number: (B)(6).

Event description:
On (B)(6) 2020 a patient (pt) in (B)(6) was diagnosed with corneal staining (affected eye not provided) while wearing a 1-day acuvue define with lacreon brand contact lens. The pt reported the eyes get dry during contact lens wear. The pt also reports redness and pain when the suspect lenses were removed. The pt went to an eye care provider (ecp) who diagnosed corneal staining and a ¿white dot on the black eye area.¿ the pt was prescribed hyaluronic acid eye drops and another eye drop for ¿inhibition of germs¿ (name of the eye drop was not provided). On 07aug2020 a call was placed to the pt and additional information was provided. The pt reported the symptoms in the eye were not resolving. The pt has a follow-up appointment the next day. On 11aug2020 the pt provided additional information: the pt has been wearing eye-glasses for two weeks and agreed to a medical interview. The pt currently has ¿white cloudiness part¿ in the eye. On (B)(6) 2020, the pt visited the ecp and was diagnosed with ¿infection.¿ the pt was instructed to discontinue cl wear and return to the ecp after a week. The pt was prescribed fluorometholone eye drops. On 12aug2020 the pts treating ecp¿s office was contacted and a representative provided additional medical information: initial consult date: (B)(6) 2020; diagnosis: keratoconjunctivitis sicca os; dry eye ou; va: not affected. The pt was instructed to discontinue contact lens wear and a return visit to the clinic was instructed. The pt was prescribed cravit eye drops 0.5% (os) qid; hyaluronic acid eye drops, 5 bottles ou. Return visit: (B)(6) 2020. Diagnosis: keratoconjunctivitis sicca; no contact lens wear; return visit was instructed. Return visit: (B)(6) 2020. Diagnosis: conjunctivitis; no contact lens wear; pt was prescribed with contact lens; advised to return to contact lens wear after a week. A return visit to the clinic was instructed. Pt prescribed cravit eye drops 0.5% qid for os and fluorometholone eye drops 0.1% qid os. No additional medical information was provided. On (B)(6) 2020 the pts treating ecp was contacted and additional information was provided: initial visit: (B)(6) 2020. Diagnosis: infectious corneal infiltrate os; focal site: between 10 and 11 o¿clock, just in the edge of the corneal limbus, seen by slit lamp. Infection: yes, no culture collected. Va: not affected. Note in chart: scar in corneal limbus. Return visit: (B)(6) 2020: the pt was seen by a different ecp. The os redness was subsiding. The ¿scar became small by antibiotics working.¿ return visit: (B)(6) 2020: diagnosis: epithelization of infiltrate is ongoing. Some opacity is observed. Pt is to continue the cravit eye drops, add fluorometholone eye drops to accelerate epithelization. No additional medical information was provided. On 20aug2020 a call was placed to the pt who reported the last ecp visit was on (B)(6) 2020. The pt plans to return to the ecp on (B)(6) 2020. Additional calls were placed to the pt, but no additional medical information was provided. No additional medical information has been received. The suspect lot # is unknown. The suspect os contact lens was discarded by the pt. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On (B)(6) 2020 a call was placed to the patient¿s (pt) the eye care provider¿s (ecp) office and a representative provided additional information. On (B)(6) 2020 the pt returned to the ecp and was seen by a different doctor. It was noted on the pt¿s chart, ¿clear in cornea¿ and ¿it is considered to be no infiltrate¿. There was no instruction noted for the pt to return to the clinic. The pt also made a purchase of a competitor brand contact lenses this day. No additional medical information was provided. If any further relevant information is received, a supplemental report will be filed.